Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that the aneurysm is growing since index procedure on (B)(6) 2011 with a potential type 3b endoleak. The patient is doing well, and no plans to correct the endoleak as of now.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: misuse of the device due to the right common iliac artery aneurysm diameter of greater than 2.3 cm, patent lumbar arteries and inferior mesenteric artery, as well as a short segment dissection in the mid aorta that provided a calcified blood lumen; and there was a new non-endologix left limb extension with the left common iliac artery with suboptimal overlap. It could not be determined when and for what reason this additional secondary non-endologix device procedure was completed.